Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. The root cause has not been established. See also mdrs 2020664-2009-00025, 2020664-2009-00026, 2020664-2009-00030 and 2020664-2009-00034 from same rptr.

Event description:
An optometrist provided info that a female pt was diagnosed with corneal ulcer while using complete easy rub multipurpose solution. In follow-up with the pt's mother, pt was given the solution to use when she had gone in for contact lens fitting in 2009. She was not experiencing any symptoms but was diagnosed with corneal ulcer when she was seen by the optometrist during the contact lens fit follow-up appointment. Pt described her lens case as being tall and clear, with baskets to put the lenses in before screwing the cap closed (not the lens case intended to be used with the complete solution). Pt was treated with (unspecified) meds, and has recovered.